Manufacturer narrative:
This is a supplemental report correcting the unique device identifier (UDI) information in section d4. In the initial report submission, the UDI information field was left blank due to the subject device lot number and manufacture date being unknown. Despite verathon being unable to obtain the lot information from the customer, this supplemental report provides the UDI-di for the subject device model.

Manufacturer narrative:
The glidescope core video cable used during the reported incident was returned to verathon for evaluation along with another glidescope core video cable from the facility. A verathon technical service representative evaluated the returned video cables and was able to confirm the reported image issue with one of the cables. The first video cable evaluated showed no visible damage; however, when connected to known, good, test verathon equipment, intermittent loss of image was observed. This video cable failed verathon's device functionality testing. The second video cable evaluated showed physical damage to the connector. When connected to known, good, test verathon equipment, it functioned as intended with no loss of image observed. Upon completion of verathon's device evaluation, the customer was notified about verathon's evaluation findings and recommended replacing their glidescope core video cables. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core video cable, loose contact caused the picture to go out intermittently even though the video cable and laryngoscope were connected properly. The customer reported isolating the issue to just the video cable. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.